Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by abdominal pain and fever. The patient was hospitalized due to the peritonitis. The cause of the peritonitis was unknown. The treatment included cefepime (1gm, intraperitoneal, daily) for the next three weeks (from date the event was reported). The patient was discharged four days after being admitted. The action taken with pd therapy was not reported. The patient has recovered from the peritonitis. No additional information is available.